Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed completely above the access site; however, it was pulled out during the balloon retrieval process, which involved pressing the number 2 button. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was dislodged from the arteriotomy; however, it did not stick to the device. Vessel depth was not shallow. Button #1 and button #2 were both fully depressed, though the balloon was not fully deflated. No resistance was noted during device use. A 5f non-cordis sheath was used. Vessel diameter was confirmed to be =5 mm with moderate tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was still in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed completely above the access site; however, during the retrieval process while pressing button 2, the sealant was pulled off. The balloon was not fully deflated. There was no difficulty in deflating the balloon. Button #2 was fully depressed, but unable to figure out whether the balloon could be retracted into the device after button 2 depression. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was dislodged from the arteriotomy; however, it did not stick to the device. Vessel depth was not shallow. Button #1 and button #2 were both fully depressed, though the balloon was not fully deflated. No resistance was noted during device use. A 5f non-cordis sheath was used. Vessel diameter was confirmed to be =5 mm with moderate tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was still in training with the mynx device. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device revealed that button 1 was fully depressed and button 2 was also received in a fully depressed position. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions, no abnormal conditions were observed. Additionally, an 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received in fully deployed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant dislodging from the site, especially since both buttons were fully depressed with no anomalies noted. However, user-related factors (user error) likely contributed to the issue experienced, as it was reported that the balloon had not been completely deflated prior to device removal, and the user was in training at the time of use. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if the balloon is not fully deflated at the time of button 2 depression, the balloon may not be fully retracted into the device, which can potentially disrupt the placement of the sealant during device removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed completely above the access site; however, during the retrieval process while pressing button 2, the sealant was pulled off. The balloon was not fully deflated. There was no difficulty in deflating the balloon. Button #2 was fully depressed, but unable to figure out whether the balloon could be retracted into the device after button 2 depression. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was dislodged from the arteriotomy; however, it did not stick to the device. Vessel depth was not shallow. Button #1 and button #2 were both fully depressed, though the balloon was not fully deflated. No resistance was noted during device use. A 5f non-cordis sheath was used. Vessel diameter was confirmed to be =5 mm with moderate tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was still in training with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.